Event description:
It was reported that during device replacement due to normal battery depletion, low impedance was observed. The lead remains implanted. There were no adverse consequences to the patient.